Event description:
The customer reported to philips that after the implementation of a device upgrade, the device displayed a "power supply" error. There was no pt involvement.

Manufacturer narrative:
(B)(4).